Event description:
It was reported that the trs got so hot during usage that the saw attachment could not be changed anymore. It also stated that the customer did not know which device caused the problem. This is report 1 of 1 for complaint#(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and the complaint was not confirmed with this device. Normal maintenance was performed and the device was sent back to the customer on (B)(4) 2012. Placeholder.